Event description:
It was reported that two pumps (lvps) have the same internal serial number. The duplicate lvp serial number is (B)(6). This serial number was on pcu (B)(6) running propofol and it was also on pcu (B)(6) running a banana bag. The propofol message was at 23:21:55 and the banana bag message was at 23:25:11. The banana bag was manually programmed using guardrails. The propofol was programmed using interop. There was patient involvement but unknown harm.

Manufacturer narrative:
Omit:a21 - labelling, instructions for use or training problem (1318),g04080 - label. The reported issue that the two pumps (lvps) have the same internal serial number was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, they have not located the module (channel). They will continue with their search and contact bd if they have further concerns. No further investigation of this issue is possible at this time, and no patient harm was reported. Based on troubleshooting results, technical services couldn¿t determined the probable cause of the customer¿s reported issue.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that two pumps (lvps) have the same internal serial number. The duplicate lvp serial number is (B)(4). This serial number was on pcu (B)(4) running propofol and it was also on pcu (B)(4) running a banana bag. The propofol message was at 23:21:55 and the banana bag message was at 23:25:11. The banana bag was manually programmed using guardrails. The propofol was programmed using interop. There was patient involvement but unknown harm.